Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in this process, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact technical support if the issue reoccurs, which they acknowledged and understood.